Event description:
Information received from the field does not address the patient's clinical status but notes that the lead dislodged while the patient was playing with his dog. Loss of capture was documented and an x-ray confirmed the dislodgement. The lead was repositioned.